Event description:
As reported on (B)(6) 2013, patient of unknown age and gender presented for a nanoknife procedure. During the procedure, after the probe had been placed inside of the patient, it was noted the insulation sheath of the probe had a fracture. No pieces of the sheath remained in the patient. The device was removed and set aside. A new of the same device was used to successfully complete the procedure. It was reported that the patient suffered no harm or injury due to this event. It was reported the device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).